Event description:
It was reported that during a laparoscopic nephrectomy procedure the surgeon fired the device across the renal structure; the staples deployed and the device cut but the cartridge fell out into the patient's abdomen. He was able to remove it with graspers. They were able to complete the case with no consequence to the patient at that point in the procedure. The device and cartridge were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.